Event description:
It was reported that post op of a colectomy procedure, the patient was brought back to the o.r. Due to complications. During the procedure a post op leak was found. The surgeon had to perform a colostomy; it is unknown if it was permanent at this time. No other details were available at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.